Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. Trivascular was notified on (B)(6) 2013 that the pt presented with an iliac limb stenosis on (B)(6) 2013. Based on a review of the post-op CT images by trivascular, thrombus was observed in the left ovation iliac limb graft resulting in a reduced flow lumen, and both iliac limb grafts were not full apposition with the vessel wall at the distal seal zone. The inadequate distal seal was determined to be due to the positioning of the iliac limb grafts above the proximal target specified within the IFU, resulting in poor apposition and subsequent stenosis over time. A re-intervention is planned to treat the stenosis and to implant add'l grafts to extend the distal seal region of the implanted iliac limb grafts.